Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown) and dilaudid at an unknown concentration and dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that the patient was in the hospital; they believed it was because the pump failed. The patient went into convulsions and 911 was called. The healthcare professionals wouldn't address the pump; the patient's friend/family member was looking for recommendations. There were no reported interventions. The patient was hospitalized at the time of this report. No further complications were reported.